Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when the air pressure pump is pressurized to about 18. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter received for evaluation. During visual analysis no other anomalies were noted. On functional testing an inhouse inflation device used for inflation and could identified water leak from the balloon. Further the balloon fibers were stripped underwent through the microscopic analysis and a compound rupture could be identified in the proximal end of balloon. No further testing was performed. One photo received and reviewed. In the photo could observed the balloon material with residues and the showed balloon as deflated condition. No other part of catheter balloon could be observed and no other anomalies were noted in the photo. One video received and reviewed. In the video could observed the health care professional inflated the balloon further water leak from the balloon could be observed. No other anomalies were noted in the video. Based on the received video and the return sample analysis water leak from the balloon was identified further in microscopic analysis a compound rupture could be observed in the balloon. Hence the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when the air pressure pump is pressurized to about 18 atm. The procedure was completed using another balloon. There was no reported patient injury.